Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after receiving a replacement ilet, the user experienced fluctuating blood glucose with repeated lows followed by highs and recurrent lows, including a lowest value below 40 mg/dl, alongside reports of frequent morning hyperglycemia, intermittent cgm disconnection, running out of insulin, and temporarily powering the ilet off before resuming therapy; the event was evaluated as cause unclear, with troubleshooting and education performed, including device reset, guidance on proper meal announcements, transition materials sent, and confirmation that cgm alerts occurred. Symptoms included sweating, weakness, and cognitive fog. Outcomes included correction of hypoglycemia with carbohydrates, user self-management without outside assistance, and no medical intervention or hospitalization. Investigation included review of device data, cgm connectivity status, user-reported behaviors, and guided reset steps. Investigation of this case revealed inconsistent meal announcements and an interruption in insulin delivery due to an empty reservoir and device shutdown, with subsequent elevated glucose that responded to corrections; cgm signal loss was noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.